Event description:
It was reported that the patient never had therapeutic effect and had the implantable neurostimulator (ins) explanted. It was stated that the caller believed only one lead was active at first, then on (B)(6)-2010 the patient had surgery for a second lead, but the stimulation still did not cover the area where it was needed so it was explanted. Additional information has been requested and if received, a supplemental report will be filed.

Event description:
Additional information received indicated that the device had been implanted for lower lumbar pain. The surgery had been canceled and rescheduled on each of the following dates: (B)(6) 2013. It was stated that the patient had been seen in the hcp (healthcare professional) office on (B)(6) 2010. The patient had a psychological evaluation on 2010-05-05. It was stated that the entire system had been removed on (B)(6) 2011. Almost two weeks later it was reported that at 1 week post removal hcp visit the sutures were healing nicely.

Event description:
It was reported that the patient's system did not work.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2011-(B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).